Event description:
It was reported that the patient had pain and possible acetabular implant loosening.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
It was reported that patient was implanted a zimmer mmc cup 56mm/48mm code n on (B)(6) 2010 and was revised on (B)(6) 2015 due to pain, loosening and pseudotumor. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Implantation report, dated (B)(6) 2010: the patient received a tha due to osteoarthritis and developmental dysplasia into right hip. During implantation of the cup, immediate press-fit has been achieved, with an inclination angle of 45° and 20° antiversion. Despite a mmc cup was implanted together with a metasul ldh and a kinectiv stem, in the report there was a sentence of difficult interpretation:" the actual polyethylene insert was then snapped into position". Revision report, dated (B)(6) 2015: total revision of right tha due to pain and loosening. Straw-colored fluid (around 250cc) found during incision close to implant. Significant synovial hyperplasia was identified. Pseudotumor (anteriorinferior and posteriorinferior) identified. Corrosion found on the head-head adapter junction. Cup easily removed and no bone ongrowth observed. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according dfmea: loosening -> due to inadequate postoperative treatment; comparison to investigation results whether it is possible and justification: possible, as neither x-rays, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2015 due to pain, loosening and pseudotumor.